Event description:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto bipap device. The patient has passed away. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were not observed. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and device was corrected. Section-d and h has been updated.